Event description:
Balloon burst in superficial femoral artery (sfa). Upon attempts to retrieve the burst balloon, the tip and part of the balloon came off in the sfa. A balloon remnant removed by arteriotomy the next day.